Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation issue was not confirmed. The outer member (shaft) was stretched at the location of the mid lap seal, possibly from inadvertent mishandling; however, it is unknown when these damages occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. However, factors that may contribute to difficulty inflating may include, but are not limited to, damage to the inflation lumen, patient anatomical morphology and patient disease state. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded lesion in the left circumflex artery. A 3.5x20mm nc trek rx balloon dilatation catheter (bdc) failed to inflate. The procedure was successfully completed with a new 3.5x20mm nc trek rx bdc. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified that the outer member (shaft) was stretched at the location of the mid lap seal for a length of approximately .25mm. No additional information was provided.